Manufacturer narrative:
Device evaluation: there were two kinks on the hypotube 23.6cm and 71.4cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 24th, 25th and 26th distal stent wraps with struts raised, stretched and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely calcified lesion located in the distal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion due to use of the device in difficult lesion morphology. Procedure was completed using a medtronic device. Patient status post-procedure is alive with no injury. When the device was returned to the manufacturing facility it was noted that the stent was damaged